Manufacturer narrative:
(B)(4). Device evaluation: the complaint sample was received at our manufacturing site for evaluation. The customer returned an access cannula, an access stylet, an access ejector set 11 gauge, a cannula ejector set 13 gauge, a transfer rod and an affected cannula. Blood particulates were noted on all units. Units were decontaminated and inspected. Approximately 4.4 mm of cannula tip was separated. The remaining shaft was intact with the distal shaft damaged. The distal shaft was observed to have stress marks. A DHR review was completed for lot 70029785 and no issues or non-conformities were noted. Case details were reviewed. Additional information received indicates that the lesion was located on the left 9th rib, with a thick, hard cortex and calcification. The tip of the biopsy needle broke off and was left within the lesion. A second biopsy needle was used to successfully obtain the core sample. It was confirmed that no excessive force was applied to the driver during the procedure. A fluoroscopic image was provided, confirming that the needle tip remained lodged within the anatomy. Additionally, the IFU indicates that the arrow oncontrol bone lesion biopsy system is intended for bone biopsy of the vertebral body and bone lesions. The procedure was performed off label use. It is likely that the shaft became fatigued due to multiple biopsy attempts. Stress marks observed on the shaft suggest the cannula was subjected to resistance and torque. The tip separation is likely attributable to the fatigued shaft and the anatomical conditions encountered during the procedure. Based on the information, the most likely root cause of the issue is operational context and/or user error.

Event description:
It was reported that " patient's lesion was on 9th rib. Dr (B)(6) was using oncontrol to get the samples. During the procedure, he made total of 4 attempts to get the samples with oncontrol. The needle is out from patient's body after the procedure. They did a CT scan and found out the access needle (orange needle) was broken and left inside patient's body (9th rib). The length of the needle that left in the body is estimated 0.5cm. The needle tip is still in the patients body. There is no plan at present to remove it. There is no reported health consequence from the needle tip."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " patient's lesion was on 9th rib. (B)(6) was using oncontrol to get the samples. During the procedure, he made total of 4 attempts to get the samples with oncontrol. The needle is out from patient's body after the procedure. They did a CT scan and found out the access needle (orange needle) was broken and left inside patient's body (9th rib). The length of the needle that left in the body is estimated 0.5cm. The needle tip is still in the patients body. There is no plan at present to remove it. There is no reported health consequence from the needle tip."